Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 30-sep-2019 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that half-height enhanced drawers 4.1& 4.2 not detected on bus. The field service engineer (fse) power-cycled the station for 10 minutes and removed the rear panel to inspect components, noting no light emitting diode activity on the interface or controller cards. After isolating the interface card with no change observed, the fse replaced the interface controller card and controller card. The station was then rebooted and drawers were reconfigured, restoring operation. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary ms32 drawers 4.1 and 4.2 displayed the error message device not detected on bus and were not recoverable. The customer powered down the unit for approximately 10 minutes; however, upon restart, the drawers remained inaccessible and could not be opened or repaired. The customer stated that this malfunction occurred while dispensing the medication which caused a delay to the patient care. There were no adverse events or injuries reported based on this event.